Manufacturer narrative:
Follow-up #1: date of submission 11/07/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/25/2013 with the following findings: the keypad was observed to be intact; no peeling or damage was observed. Moisture was observed in the display lens; the display screen was found to be blank. The keypad¿s responsiveness was not able to be investigated due to the blank display. The keypad was removed and evidence of contamination was found under the up arrow, down arrow and contrast button contacts. There was no moisture found in the battery compartment. A leak test was performed during testing; a display lens leak was found. During evaluation, the pump cover was removed and moisture corrosion was visible on the internal components of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that all the keypad buttons were unresponsive after the pump was exposed to moisture. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.